Event description:
It was reported the device was used during an unknown procedure. It was reported the trocar had leaked from the start of the case. No other information was available. There was no consequence to the patient.